Event description:
It was reported that occlusion alarms occurred. System check was started with tandem technical support (tts) however, customer was unable to complete the check. The customer continued to use the pump for insulin therapy. Customer¿s blood glucose (bg) level was displayed as "high"; although specific value was not provided. Elevated bg was addressed by correction bolus via pump.